Event description:
The customer reported being hospitalized due to neuropathy. She fell down and broke her hip. As a result the paramedics had to be called. The blood glucose was unknown. The customer had a surgery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.